Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('upper lower abdominal pain'), intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') and weight increased ('weight gain/weight gain/loss: weight gain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, pregnancy and weight loss. She denies any rectal bleeding. She denies any coital symptoms * 11-sep-2007 : kub of the pelvis : micro -insert in the bilateral fallopian tubes. / total occlusion of the fallopian tubes. Concurrent conditions included obesity, genital herpes and pelvic adhesions. Concomitant products included aciclovir sodium (acyclovir alpharma), hydrocodone bitartrate;paracetamol (vicodin), minocycline and salbutamol (albuterol). In june 2007, the patient had essure (ess205) inserted. In october 2007, the patient experienced alopecia ("hair loss/hair loss"). In november 2007, the patient experienced menorrhagia ("severe menstrual bleeding / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cramping / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2008, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2008, the patient was found to have weight increased (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced pelvic congestion ("pelvic congestion syndrome"). In january 2012, the patient experienced pelvic pain ("pain / pain on right side/chronic pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain") and pelvic adhesions ("pelvic adhesion"). The patient was treated with ibuprofen and surgery (gastric bypass surgery and hysterectomy with right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, weight increased, menorrhagia, nausea, dyspareunia, fatigue, uterine leiomyoma, alopecia, pelvic congestion, back pain and pelvic adhesions outcome was unknown and the abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic adhesions, pelvic congestion, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Current weight: 137 lbs. Discrepancy in inserted date and removal date. Discrepancy in date of birth: previously reported: 03-jan-1973. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - in august 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic adhesions,lower abdominal pain,pelvic pain,dysmenorrhea" most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Events per pfs: pelvic adhesion and outcome of abdominal pain lower and pelvic pain was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("upper lower abdominal pain") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. She denies any rectal bleeding. She denies any coital symptoms. Concurrent conditions included morbid obesity, genital herpes and pelvic adhesions. Concomitant products included aciclovir sodium (acyclovir alpharma), minocycline, salbutamol (albuterol) and vicodin. In june 2007, the patient had essure (ess205) inserted. In october 2007, the patient experienced alopecia ("hair loss"). In november 2007, the patient experienced menorrhagia ("severe menstrual bleeding / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cramping / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2008, the patient experienced uterine leiomyoma ("uterine fibroids"). On (B)(6) 2011, the patient experienced pelvic congestion ("pelvic congestion syndrome"). In january 2012, the patient experienced pelvic pain ("pain / pain on right side"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / lower abdominal pain"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with ibuprofen and surgery (hysterectomy with unilateral salpingectomy -oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, abdominal pain lower, menorrhagia, nausea, dyspareunia, fatigue, weight increased, uterine leiomyoma, alopecia, pelvic congestion and back pain outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic congestion, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Current weight: 137 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - in august 2007: total bilateral occlusion (B)(6) 2007 : kub of the pelvis : micro -insert in the bilateral fallopian tubes. / total occlusion of the fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic adhesions,lower abdominal pain,pelvic pain,dysmenorrhea" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), nausea, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, uterine fibroids, hair loss, pelvic congestion syndrome, lower back pain", reporter added from pfs. Concomitant and historical condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("upper lower abdominal pain") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("severe menstrual bleeding") and dysmenorrhoea ("menstrual cramping"). The patient was treated with surgery (underwent a laparoscopic hysterectomy and salpingectotny to remove the essure device). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, intra-abdominal haemorrhage and menorrhagia to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.